Manufacturer narrative:
The catheter was returned with a total of 6 suture sites, 1 on the gold suture safe reinforcement and the remaining on the wire reinforced portion of the catheter body (this is warned against in IFU) . Suture collar was not present. Pad printing on the infusion and drainage lumens was mostly missing which suggests exposure to a solvent or cleaning material. The returned catheter was measured and measurements found to be consistent with 30fr catheter rather than the 32fr size reported. Urethane material was observed above and below the spring per catheter body specifications. Fatique/kink, suture saw through, scalpel puncture propogation, and exposure to solvent could not be ruled out as potential root cause of breach therefore, root cause was not determined.

Event description:
Patient cannulated at (B)(6) medical center, date of cannulation and insertion method are unknown. Catheter fractured while inside patient. Patient was not recannulated. Hospital reported that the patient died.